Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery dropped from 100% to 55% suddenly. In addition, the customer was having difficulty charging the pump with the usb cable and wall adapter. The customer confirmed the pump was able to be charged with a car a adapter. The customer's blood glucose level was not impacted. Review of the pump data logs by tandem technical support confirmed the reported battery drop. Reportedly the customer would continue to use the pump for insulin therapy.